Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer was having qc and calibration issues on their cobas 8000 c (701) module. Later the same day, the customer complained of discrepant low results for 1 patient sample tested for crpl3 c-reactive protein gen.3 (crpl3). The initial crpl3 result was 100.4 (unit of measure not provided). This result was reported outside of the laboratory. On (B)(6) 2018 the sample was repeated on a different analyzer and the result was 300.2. Qc was run afterwards on the instrument in question and the results were low for several assays. There was no allegation that an adverse event occurred. The crpl3 reagent lot number was 334101. The expiration date was not provided. The field service engineer (fse) visited the customer site and found a leak in the tubing at one of the rinse stations. The fse replaced the tubing on all rinse stations. The results from a test run were ok. The customer has had no more issues since the service visit.

Manufacturer narrative:
The investigation determined the issue found by the fse was the root cause of the issue.